Manufacturer narrative:
H3, h6: product 9735824, lot number: 1600560419 was received by the manufacturer for analysis. The returned controller was bench tested and briefly connected and then disconnected. The emitter, controller and "tca" showed as faulted in "lat." The break out box showed as connected. Previously reported codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that there was a localizer faulted during an emitter procedure. The positioning sensor unit (psu) functioned as intended. The site proceeded with the case using optical instead. Attempted using another emitter, the issue was unresolved. During the procedure, multiple reboots were attempted with no effect. The manufacturer representative (rep) arrived on site and moved the system to a separate room for troubleshooting. The issue could be replicated with both emitters (flat and side). The flat emitter was plugged into the system with the "localizer faulted" message displayed. The rep left the system untouched to call technical services (ts), while on the phone the rep noticed the "localizer faulted" message "blinked" and disappeared. The rep attempted to replicate issue with no effect. The instruments could be tracked, emitter details appeared as expected ,emitter diagnostics appeared as expected with no faults shown. The rep reseated the emitter in localizer on/off (I/o) panel with no change. The rep swapped to the side emitter, and the issue still could not be replicated, all tested instruments could be tracked without issue. The rep rebooted system with no change. After a few minutes, the rep was able to replicate the issue again with both emitters, and reported the "localizer faulted" message was displayed and then disappeared. The suspected issue was with emitter controller. This issue occurred pre-operatively. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824, serial/lot #: -, h3, h6: the system was serviced in the field and the emitter controller was replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.